Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6 implantable collamer lens, -12.5 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. At the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the lens. (B)(4).